Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. The database showed a quality notification was opened for the source device. There was no correlation to the reported event. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: 8110 force calibration failure. Case notes: problem description - (B)(6) 2018 11:29:39 (B)(4). 8110 sn: (B)(4). Force calibration failure during pm. Recommend he check if the split nuts are slipping during calibration. If split nuts are worn replace housing assembly or send in for repair. If no signs of slipping recommend replacing logic board. Ir (B)(4).